Event description:
It was reported that the user¿s caregiver accidentally confirmed priming steps and the user subsequently ran out of insulin while sleeping, after which they were guided to perform filling of the tubing and cannula; no device alerts or alarms were reported. Symptoms included hyperglycemia with a reported blood glucose over 400 mg/dl and no reported acute complications. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and user education on proper cartridge checks and priming steps. Investigation of this case revealed no confirmed device malfunction, with the event associated with insulin depletion and user interaction during setup, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.